Event description:
It was reported that the ilet pump screen cracked after the user rode a dirt bike, resulting in an inability to access the pump; a replacement device was arranged and instructions were provided for shutdown and data management. Symptoms included no injury and no adverse physiological effects. Outcomes included interruption of device use and a need for device replacement, with continued cgm use via dexcom g6 app or receiver.

Manufacturer narrative:
Investigation included customer interview and complaint handling with plans for device return and evaluation. Investigation of this case revealed physical damage to the display assembly consistent with user-induced impact and an inability to verify device performance due to the damaged screen. It was concluded that the event was due to physical damage from external forces, not a device.